Manufacturer narrative:
The suspect device was not returned after 3 attempts. After further clarification, the customer reported that the blade showed some separation at the seal, and did not break into pieces. Per the medical assessment, "the patient passed away due to an underlying medical condition" and "the glidescope did not contribute and was not in any way the cause of the death of the patient." The blade had been reported with a separation issue to verathon two days before this complaint, but was not removed from use.

Event description:
The customer reported that the gvl 4 blade did not perform as intended during a patient procedure. The blade broke off in the patient's airway. The patient did not survive.